Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 548 mg/dl. For treatment, the patient was given intravenous (IV) and insulin shots. The patient was given lantus at 5 mg, 1 time and zofran for nausea at 4 mg every 4 hours for 1 day. The insulin to carbohydrates were increased, as well as their basal amount. The patient was admitted to the hospital and was discharged after two days. The patient wore the pod between 4 and 24 hours on the leg and then it was removed. The ketones were positive.